Event description:
It was reported that during a laparoscopic gastric bypass the surgeon placed the instrument on the small bowel, the device was difficult to fire and it appeared that the staples did not deploy completely. Another instrument was opened to finish the case. The pt had no complications.